Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user requested to remove the ghost pocket from the device. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had ghost pocket b0 on main 4.1. The field service engineer (fse) reseated cable and verified all pockets in main 4-1; only pocket b0 was missing. Coordinated with technical support specialist (tss) to remotely delete the ghost b0 pocket. The tss dialed into server and station. Failed space wasn¿t found via loaded spaces query. Retrieved storagespacekey using failed drawer query. Backed up db, stopped datasync, and reset drawer space with v1.5 query. Bogus space cleared; hardware failure icon removed. Performed diagnostics and verified hardware functionality. The system functioned as intended after the field service engineer (fse) and technical support specialist resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user requested to remove the ghost pocket from the device. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.